Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failure to deploy. Investigation summary: the speedband superview super 7 device was not returned for analysis. A media analysis was performed on the reported photo, and it was seen that all the bands were on the ligator housing and none of the bands were damaged. The reported event of bands failure to deploy was able to be confirmed, however the reported event of bands damaged/defective was unable to be confirmed, as the bands were undamaged in the photo provided. The product was not returned for analysis to identify any defect with the device. Additionally, without proper evaluation of the device, it remains unknown the most probable causes that contributed to the event. All compiled information on this investigation determines that the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric internal hemorrhoid for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band were stuck together and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: device code a050501 is being used to capture the reportable event of bands failure to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric internal hemorrhoid for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band were stuck together and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6 device code a050501 is being used to capture the reportable event of bands failure to deploy. Block h11: investigation result the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator housing was returned with all bands on it, none of them were damaged; however, two of the bands were overlapped. Additionally, the ligator head teeth were damaged. The handle had evidence that the trip wire had been secured into the handle slot. The reported event of bands unable to deploy was confirmed. This problem could be related with the technique used by the physician, or the way in which the device was being handled when attempting to deploy the bands with the handle. Possibly the way the device was placed, or the tortuosity during the procedure, affected the functionality of the handle when attempting to deploy the bands. It is also possible that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure, causing the bands to become overlapped and to fail to deploy. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged, or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth to become damaged and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used during a gastric internal hemorrhoid for hemostasis procedure performed on (B)(6) 2025. During the procedure, the physician reported the band were stuck together and failed to deploy. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the device. There were no patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.